Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/27/2020. The following additional information was obtained: they has also managed to find the lot number for the box of 4-0 vicryl rapide = al9625.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: product code and lot #? Product code w9918. I do not have the lot number of the actual suture used. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Patient codes: 3189 - surgical intervention. Additional information was requested and the following was obtained: product code and lot #? Product code w9918 I do not have the lot number of the actual suture used procedure name? The procedure that the suture was used for at the time was repair of anterior vaginal trauma following a vaginal birth the suture head became detached and could not be retrieved manually. Was the needle found and retrieved from patient ? If yes, how? The suture was located via xray imaging. The patient had to be transferred to theatre for surgical removal using a portable xray machine to guide the surgeon to its exact location the needle head was located and removed successfully any patient consequences/ae outcome as a result of event report? The patient is currently attending the perineal clinic for follow up care during to complications of healing following the surgery.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot #? Procedure name? Was the needle found and retrieved from patient ? If yes, how? If not, does the needle still remain in patient body ? Any patient consequences/ae outcome as a result of event report? Any plans of surgical intervention /re-operation, to remove needle from patient body ? Patient current condition?

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During the procedure the needle has become detached. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/7/2020. A manufacturing record evaluation was performed for the finished device al9625 number, and no non-conformances were identified.